Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 01/03/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. The reaction was located on the left side of the upper buttocks and was exactly the shape of the sensor patch. The reaction was described as a rash. The patient's mother stated that she would be taking the patient to see his pediatrician to have the rash looked at. The patient's mother followed up on (B)(6) 2017 to report that she has sought medical intervention on (B)(6) 2017 for her son skin rashes after wearing sensor pad. The patient's mother reported that the patient's pediatrician recommended triamcinolone acetonide cream, along with this steroid cream, which the patient's mother stated did not work. The patient' mother stated that she is also using double padding under the sensor patch. At the time of contact, the patient was good. No additional event or patient information was provided.